Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon attempted to fire the device, it was unable to fire. The procedure was completed with another device. No patient injury.